Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of breach in aseptic technique was further described as ¿changed caregiver¿ (not further specified). On the same day as peritonitis onset, the patient was hospitalized for the event. The treatment and outcome were not reported. At the time of this report, pd therapies were maintained. It was not reported if the patient or caregiver were retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Two days prior to the receipt of this report, the antibiotics were discontinued. The patient was deemed recovered that same day. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.